Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels exceeded 300 mg/dl while wearing the pod between 36 and 48 hours on the arm. The patient was vomiting and was nauseous. The patient was taken to the hospital and treated with intravenous therapy with a detox solution and saline drip. Patient was also treated with insulin through syringes.